Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was completed by restarting the system. A philips remote service engineer(rse) analysed the system and confirmed the digital subtraction angiography (dsa) was not working. Subsequently, a field service engineer visited the site but couldn't replicate the issue, and the logs showed no errors. After restarting and testing, the system was restored to proper working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform digital subtraction angiography. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.